Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC was being routinely flushed when leaking was noted & collection of saline under skin noticed. PICC removed & fracture seen at "approx 3cm from PICC wings". No patient harm noted - although patient now being treated for a clot also. Patient was on pemetrexed regime. Securecath in use. Nonocclusive thrombus was confirmed in right brachial and subclavian vein, right basilic and cephalic veins. (Same arm as the PICC). Patient was admitted to the hospital. No further information regarding clot treatment or patient status. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. The catheter tubing was also observed to be flattened at this area. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC was being routinely flushed when leaking was noted & collection of salines under skin noticed. PICC removed & fracture seen at "approx 3cm from PICC wings". No patient harm noted - although patient now being treated for a clot also. Patient was on pemetrexed regime. Securecath in use. Nonocclusive thrombus was confirmed in right brachial and subclavian vein, right basilic and cephalic veins. (Same arm as the PICC). Patient was admitted to the hospital. No further information regarding clot treatment or patient status. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 1 cm and 2 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.